Event description:
Upon reviewing x-ray results, a doctor alleged that a patient's magec rod appeared to be broken; the patient had been implanted with dual magec rods for approximately five (5) months.

Manufacturer narrative:
Information with regard to the patient's age, gender, and weight were not provided. This is not an unusual event for growing rod patients. The magec rod was removed on (B)(6) 2014. No negative outcomes have been reported. In the literature, growing rods have been reported to break in approximately 25% of cases (bess s, et.al., "complications of growing-rod treatment for early onset scoliosis: analysis of one hundred and forty patients", j bone joint surg am. 2010; 92: 1-11.). To date, the device involved in the alleged incident has not been returned; therefore, no evaluation can be conducted. A DHR review revealed that there were no deviations from the manufacturing process and that the device was released within specifications.